Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, error m-02 occurred on the viodv generator. The customer performed several power cycles but the issue persisted. The customer continued the operation with an external generator. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the system functionality was checked upon powering on the system and the viodv esu generator was also powered on without errors. The viodv had persistent error m-02. The customer initially shut down the viodv and used the system without energy. Then, the procedure was continued with a force triad generator with two bipolar energy instruments. A fenestrated bipolar forceps was installed on arm1 and a maryland bipolar forceps was installed on arm 3. The force triad was connected to the maryland bipolar forceps on arm3; however, the generator couldn't be used due to a safety mechanism preventing 2 bipolar instruments to be used at the same time. As a precautionary measure, the user undocked arm 1, and continued the procedure with 3 arms (arms 2,3,4). There was no arm related error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported failure after checking the system. The fse confirmed the failure occurred when the upper bipolar port was connected. There was no issue with the lower bipolar port when it was connected. The fse concluded the upper bipolar port is defective and replaced the viodv integrated electrosurgical unit (iesu). The fse confirmed the iesu was set to dual pad and the correct fuse was installed. The system was tested and verified as ready for use. Isi received the part involved with this complaint but has not completed the device evaluation. The failure analysis is still in progress. A follow-up MDR will be sent following completion of the product analysis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: multiple entries of m-02 error were found in the log pointing to module timeout. A review of the procedure logs showed a low anterior resection (lar) surgical procedure was performed on (B)(6) 2022 with system (B)(4). This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the viodv integrated electrosurgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The unit was placed on an in-house system and was run in normal mode for testing.

Event description:
Refer to h10/h11 for follow-up information.